Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 blood glucose of 587 mg/dl. The customer¿s current blood glucose is 277 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. Customer report customer did not allege pump was under delivering. Customer states that there was no air bubble. The customer also report the insulin pump was under delivering. The customer performed displacement test and test result was no reservoir detected. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No insulin flow blocked alarm or no delivery alarm noted.